Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: they discussed patients that would not be good candidates for prineo based on hypersensitivity to certain components of prineo. He said he was aware of that and these patients did not fit into those precautions. Surgeon not certain as to exact locations where the patient had the procedure. Could be hospital. Additional information has been requested however and received. What is the procedure name? Exact name unknown but surgeon performs spine procedures. What is the procedure date? Unknown. What date did the reaction occur on? Unknown but post-op. What does the reaction look like and how large of an area does the reaction cover? Dermatitis. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Yes, topical medications. If medication was required, please clarify if it was prescription strength: unknown. What is the most current patient status? Unknown. Can you identify the lot number of the product that was used? No. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Were any other prescription medications prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? No product available for return. As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient had an unknown spine procedure on an unknown date and topical skin adhesive was used. Patient had severe allergic reaction to adhesive. Patient with a systemic reaction. Patient feel terrible, to the trunk area. The systemic reaction patient is seeing an allergist to try to get the reaction under control. The systemic patient had to go to the hospital for care. Device not returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was any prescription strength medication prescribed? Please specify? Unknown. Was the topical steroid prescription strength? Unknown. Were any other prescription medications prescribed? Unknown. Was any surgical intervention performed? Unknown. Please describe how was the adhesive was applied. Unknown. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Pa said she does screen patients. Patient demographics: initials / ID, gender, age or date of birth; bmi unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Product lot of product used? Not available. Current patient status. Unknown, but pa said patient is still working with an allergist. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon and/or pa are not certain. They couldn't say that it was 100% due to prineo but it was their assumption at that time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.